Event description:
A us distributor contacted zoll to report that a patient developed a rash all over his back. Patient described it as a heat rash. Patient reported that he is allergic to a medication and had issues prior to wearing the lifevest, but it is not clear if wearing the lifevest exacerbated the issue. There was no alleged device malfunction contributing to the irritation. Medication was discontinued by a physician and follow up indicated that the irritation has began to improve.